Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 4/11/2017 due to fluctuation of lv lead impedance from (B)(6) 2016. Additionally, values from 500 to 1300 ohms, sometimes changing by 400 ohms dat to day suggested troubleshooting techniques including arm movement, isometrics while running real time lv egms and measruing lv serial impedances. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).